Event description:
The reporter contacted animas on (B)(6) 2012, and stated the up arrow keypad button had delayed responses. The reporter denied damage to the keypad. The patient reportedly wore the pump in a pouch attached to the waist and did not clean it. There is no reported adverse event with this complaint. This complaint is being reported due to the alleged keypad response issue.

Manufacturer narrative:
Device evaluation follow-up #1 submitted (B)(4) 2012. The pump has been returned and was evaluated by product analysis on (B)(4) 2012 with the following findings: testing confirmed the 'up' arrow and 'contrast' buttons are slow to respond to button presses. There was no visible damage to the keypad which was removed to check the button contacts. Contamination was found on the 'up' and 'contrast' contacts.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.